Event description:
Healthcare professional reported "saline implant "broke"". This record is for an unknown side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.